Event description:
Pt had hx of nausea/vomitting intermittently with increase severity this date. Admitted to hosp ER for eval and nausea, vomitting was treated with benadryl. Within 5 min ER staff reported severe elevation of bp & hr treated with propranolol with improvement. After 1-2 hours pt developed pulmonary edema. Admitted to the hosp after treatment with IV lasix failed to resolve problem. Pulmonologist consulted and then treated conservatively 2-3 days prior to ventilation support. Pt had multiple infection problems (including persistant sustained high wbc count and cough several weeks prior to this event). Wbc was elevated on admission to ER prior to pulmonary edema. Pt was extubated once for approx 2 weeks then aspirated, reintubated and gradual demise.

Manufacturer narrative:
Primary finding of device analysis revealed a motor stall of the pump of undetermined origin. MFR is unable to determine the cause of the motor stall due to request by the family's counsel to not perform destructive analysis on the device. No further conclusion of the relationship of the device to the reported event can be drawn without destructive analysis of the device. 4/9/1998: manufacturer reoprt number has been corrected here and in header. Manufacturer address listed.